Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had repeatedly failed during operation. A field service engineer swapped out the wire harness on door 3 with the wire harness from door 1. An additional wire harness was then installed from an unused door latch kept in storage. Tests were subsequently run in hardware test application, and the customer recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ bd pyxis¿ medstation¿ es auxiliary tower door 3 kept failing. It opened and allowed the customer to pull medications, but it did not remove what was pulled from the count. Customer stated that door continued to fail every time it was accessed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.